Manufacturer narrative:
Additional information is pending and will be provided once received.

Event description:
It was reported that during the interrogation of this device two signal artifact monitoring (sam) episodes and a lead polarity switch was recorded. The minute ventilation (mv) sensor was turned off, and the lead polarity was reprogrammed. No adverse patient effects were reported. A review by technical services (ts) noted that the both sam events showed mv signal on the right atrial channel, and the device triggered a lead safety switch due to out of range pace impedance measurements on the right atrial lead.

Manufacturer narrative:
Additional information is pending and will be provided once received.

Event description:
It was reported that during the interrogation of this device two signal artifact monitoring (sam) episodes and a lead polarity switch was recorded. The minute ventilation (mv) sensor was turned off, and the lead polarity was reprogrammed. No adverse patient effects were reported. A review by technical services (ts) noted that the both sam events showed mv signal on the right atrial channel, and the device triggered a lead safety switch due to out of range pace impedance measurements on the right atrial lead. The device remains implanted and no further changes were made. It was noted that the competitor lead was showing signs of possible deterioration.